Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per the reporter, during the surgical procedure, they experienced a disassembling of components of the device. This caused a surgical delay of 30 minutes due to the device replacement. No patient harm was reported.